Event description:
It was reported to boston scientific corporation that during an rf ablation procedure using a rf 3000 radiofrequency generator, an error code was generated when the power was increased. There were no patient complications reported as a result of this malfunction.

Manufacturer narrative:
The device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.